Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that the system was not booting up. Upon functional testing, the engineer found that main breaker tripped and fuse in m-cabinet blown. The engineer tested the system and returned the device to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system would not turn on. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.